Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the exposure not possible due to image disk full error. Review of the system log file showed that the image disk has bad sectors. During troubleshooting, the fse found that the disk track was defective. The fse replaced the hard disk and recreated data. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the customer was unable to perform exposures. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.